Event description:
It was reported that a patient underwent a sling procedure in 2009. The patient visited the hospital for pain with urination three months later. A few days later, the tape was found in the bladder. The pain continued until the second post-operative visit later that month. One week later, the patient had bloody urine. Repair of the vaginal wall and bladder is under consideration.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.